Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the disposable tip fell off into the patient. It was further reported that the procedure was completed successfully after the tip was retrieved.